Manufacturer narrative:
These events occurred on unspecified dates in 2022. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of clearlink system continu-flo solution sets leaked from the y-site. This was observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.